Event description:
It was reported that the patient experienced a driveline communication fault on (B)(6) 2022. The patient contacted their hospital and was advised to exchange their system controller; the primary controller was switched for their backup controller at home. The patient visited their clinic on (B)(6) 2022 for a new backup controller. The controller exchange resolved the issue; manipulating the driveline did not cause further alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed based on the information recorded in the log files. The data log files were successfully retrieved from the returned system controller serial number (B)(6). The event log file contained data recorded from may 18 to may 19, 2022. The recorded information revealed normal operation until may 19 when at 7:53 a driveline communication fault alarm associated with com a fault became active. The system continued to operate at the set speed with the alarm being active until 8:29 when the driveline was disconnected. The periodic log file contained events recoded from january 11, 2022, to may 19, 2022 where normal operation was recorded. The system controller was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the system controller passed all test steps. The system controller was operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. A specific root cause for the driveline communication fault alarm captured in the log file was not able to be determined. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook (rev g) under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook, also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.